Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) exhibited the field action (fa) issue. The device was turned on, the screen flashed, and it turned off and won't turn back on. No patient complications have been reported as a result of this event.